Event description:
Caller reported a malfunction on the pump with a code displayed as malf 12. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in attempting to reset the pump, but the issue recurred after resetting. As a resolution, technical support arranged for the pump to be replaced, advising the customer to use a multiple daily injection (mdi) backup therapy to ensure uninterrupted insulin delivery. Additionally, the caller was provided instructions for returning the malfunctioning pump and informed about the procedure for using the replacement pump, including details regarding updated software and the process for inserting sensors.